Event description:
Per the clinic, the patient experienced a redness, swelling and an infection at the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report.